Event description:
It was reported that the patient was admitted with chest pain. It was noted that the patient suffered a recent finger injury followed by fever. An infection was suspected as a large mass of vegetation was observed attached to the right ventricular (rv) lead. Cultures were taken and organism was confirmed to be staphylococcus capitis bacteremia. Antibiotics were administered and the implantable cardioverter defibrillator (ICD) system was explanted and replaced with a extravascular implantable cardioverter defibrillator (ev-ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvpa2d4 (rsd612917s); product type: 0235-ICD; implant date: (B)(6) 2023; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.